Manufacturer narrative:
PMA/510(k)#: p100022/s014. The device involved in this complaint was not available for evaluation (the stent remains implanted in the patient). With the information provided a document based investigation was carried out. Additional information has been provided for this file. It is known that a terumo glidewire wire guide was used during this procedure. Post deployment the struts look compressed into each other. The patient`s lesion was heavily calcified however the patient`s anatomy was not particularly tortuous. The delivery system was advanced to the target lesion without difficulty. The stent was deployed smoothly and without difficulty. Images were provided to support the complaint investigation. These were reviewed through cook research and the following comments were provided by the independent reviewer. Findings: a single imaged photographed off the angiography monitor demonstrated a concertinaed zilver ptx stent. The proximal stent was narrowed to 4.8mm. The stent length was reduced to 26mm. Impression: the image confirmed a concertinaed zilver ptx in the left sfa. The operator must have advanced the cannula while unsheathing the stent. Significant findings relative to the patient`s anatomy were not observed. Significant findings relative to the diseased state were not observed. Significant findings relative to the use of the device were observed. Significant findings relative to the design or performance of the device were not observed. Based on the images provided, the customer complaint can be confirmed as the image demonstrated a concertinaed zilver ptx stent. From the available information, it is known that the physician fixated the distal part of the delivery system during stent deployment and therefore the stent shortened to 2cm. This coincides with the image review findings: ¿the stent length was reduced to 2.6cm¿. Additional information provided by the sales rep stated ¿..the doctor already solved the complaint himself: a resident deployed the stent and she fixated the distal part of the delivery system, therefore the stent was shortened during placement¿. According to further information provided by the sales rep, it has been confirmed that the difficulties the physician experienced were due to user handling during the stenting procedure ¿there was no anatomical cause, but a user mistake¿. According to the complaint information provided, the stent remained implanted as intended and the physician placed another stent inside the complaint device. There have been no adverse effects to the patient reported. The following information is included in instruction for use: ¿the zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment.¿ a full description of how to deploy the stent is outlined in the IFU and the IFU also states " once the stent has apposed the vessel wall repositioning of the stent is not recommended" prior to distribution all zisv6-35-125-7.0-40-ptx devices are subject to visual inspection and functional checks to ensure device integrity. As the specific lot number was not provided, it was not possible to conduct a review of the associated manufacturing records for this device quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Placement of zilver ptx stent - the resident vascular surgion placed the stent. However, she fixated the distal part of the delivery system during deployment, therefore leading to shortening of the stent ( 4cm stent ended up approximately 2cm ). The stent remained implanted as intended and another stent was placed within it.